Event description:
The customer reported paddles stopped working after 2 months. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported paddles stopped working after 2 months. There was no reported pt involvement. This complain is still being investigated. A follow-up report will be submitted upon completion of the investigation.